Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient information provided from the reporter. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 12 may 2006, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and internal review was performed. The investigation of the complaint articles indicates that the extraction screw for ti femoral and tibial nails (part # 357.133 / lot # 1482826 / mfg. Date: 05/2006) shows regular use during its 9+ year lifespan. The distal threads of the device are rolled and damaged, and there are various scratches on the shaft of the instrument. Although the exact cause cannot be determined, the damage was most likely caused by cross threading the screw into the nail and then the subsequent hammering to remove the nail. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The design is adequate for its intended use and did not contribute to this complaint condition. The instrument(s) are used during femoral and tibial nail explantations and proper use and maintenance are addressed in technique guides j7611-a, j8377-b, j10459-c, j11965-c, j11967-b. The returned devices are multi use and are used for removing implanted nails. Per the technique guides, bony ingrowth and tissue must be removed from the end of nail prior to inserting the extraction screw into the nail. The complaint condition was caused by method of use rather than the design of the instrument. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that extraction screw for tibial nail removal was having difficulty threading into the nail. Eventually they were able to get it threaded in and the nail removed. After inspection of the instrument there were some threads that looked compromised from use over time. This report is 1 of 1 for (B)(4).